Manufacturer narrative:
It was stated during an eval feedback discussion that the physician did not believe the gentuity software measurements are correct. Oct data were received and investigated. The software, the console, and the hardware performed as intended. Image calibration appeared correct, indicating that measurements are also correct.

Event description:
Nmc complaint (B)(4). Dr. Potluri stated during an eval feedback discussion that he (overall) does not believe the gentuity software measurements are correct. I have provided the logs and files for the last case that I completed with him when he made a similar comment. The only area he pointed out to me that he was questioning was the lumen diameter measuring 2.2mm. Logs and images were obtained and submitted to natalie g.